Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device delivered a shock when the device was not charged to deliver a shock. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, defib testing, and leakage testing without duplicating the customer's report. The clinical data for the event was unavailable. It was reported the device was not charged when the nurse experienced two shocks and the patient had an internal pacemaker. The pacemaker may have caused the shocks during CPR; however, this cannot be confirmed without additional data. The device was recertified and returned to the customer. No trend is associated with reports of this type.